Manufacturer narrative:
Continuation of d10: product ID: 3778-60, serial# (B)(6), implanted: (B)(6) 2011, product type lead product ID: 3778-60, serial# (B)(6), (B)(6) implanted: (B)(6) 2011, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(6), ubd: 11-may-2015, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(6), ubd: 08-sep-2015, UDI#:(B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated sometimes they do not use their stimulation that often, as it only treats their legs due to the way the leads are placed. Patient stated they had been seen for programming, but they cannot get stimulation to their lower back. Patient confirmed the issue had always been like that since the implanted battery was implanted. The patient was redirected to their healthcare provider to further address the issue.